Manufacturer narrative:
Product ID: 3389s-40, lot# va1hk4x, implanted: (B)(6) 2017, product type: lead; product ID: 3389s-40, lot# va1hl2h, implanted: (B)(6) 2017, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Corrected lead lot numbers (above) as "I" was accidentally entered instead of "1". (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The out of range impedance did not result in a device deficiency, but cause was not determined. The high impedances were resolved, and the system was not explanted due to high impedance. The patient was implanted for parkinson's disease.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389, serial/lot #: (B)(4); product ID: 3389, serial/lot #: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 09-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were out of range impedances. C and 3/11 on the left hemisphere was at 2,538 ohms and c and 3/11 on the right hemisphere was at 2,178 ohms. No patient symptoms or further complications were reported as a result of this event.